Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "the IV pump bolused 1 liter of saline without being programmed to do so. The pump had been working as expected up to this event. Several staff members verified the programming. The pt was assessed for signs of fluid overload. Vital signs were stable and he denied any shortness of breath." Although the customer selected serious injury/required intervention on the report form, the narrative describes no harm or intervention. The customer is unknown and was not able to be questioned regarding details of any harm.